Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligature procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: this event was reported by the endoscopist. The resident physician is: dr. (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head contained all the seven bands, and some of them overlapped. The ligator head teeth were bent and the suture hole was in good condition, which are consistent with the findings when the device was observed under magnification. The handle had evidence that the trip wire was not secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head overlapped, the ligator head teeth were bent, and the trip wire was not secured into the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The trip wire not being secured could have affected the way the bands are supposed to be deployed once the ligator head is installed in the endoscope, making the trip wire would not work accordingly with the handle when pulling the bands. The bent ligator head teeth and the overlapped bands found during device analysis could have occurred due to the instructions not being followed or they could have also happened due to excessive force applied on the device. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block e1: this event was reported by the endoscopist. The resident physician is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligature procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.